Manufacturer narrative:
According to the study dir's clinical assistant the pt called (B)(6) of 2012 complaining of calf pain and hardness. The doctor recommended pt to go for an ultrasound on (B)(6) which confirmed the dvt. Pt was sent to the ER for med care and was admitted to the hosp. He was placed on heparin and coumadin. The pt's primary care physician continued treatment and the pt's condition was followed post treatment for a period of 6 months. According to physicians consulted as med experts in a prior similar complaint (refer to MDR#30088121173-2014-00001): "dvt and pulmonary embolism are recognized post-operative complications of knee arthroscopy occurring with a 0.25-9.9% incidence of deep venous thrombosis and a 0.17% incidence of pulmonary embolism usually presenting 4-21 days after surgery." As of (B)(6) of 2014 a total of 5500 surgeries performed with arthroscopy and subchondroplasty had a (B)(4) confirmed dvt incidence which is well below the expected incidence rate mentioned by the med expert.

Event description:
On (B)(6) 2014 zkc received a complaint for a pt who was diagnosed with deep vein thrombosis (dvt) after receiving and arthroscopy and a subchondroplasty procedure back in (B)(6) of 2012.